Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. The patient observed that delivery stopped after approximately half of the solution had infused. The device was filled with a solution of fluorouracil and 0.9% normal saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review has been conducted which revealed product met all of the acceptance criteria for release. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.